Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During the drop test the cannula self-activated. An x-ray revealed that the cannula tangs were not fully engaged. Upon disassembly it was noted that the left bumper was not seated correctly. Therefore, based upon the cannula firing automatically, the investigation is confirmed for cannula self-activation. However, the investigation will remain inconclusive for the alleged stylet self-activation as functional testing was not completed due to the identified failure. The investigation is unconfirmed for the alleged bent needle, as no anomalies were noted during visual inspection. The overlapped left bumper likely contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 03/2021).

Event description:
It was reported that during an ultrasound guided breast biopsy, the device allegedly self-activated. It was further reported that the needle bent during the procedure. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The return of the sample is pending. The investigation is currently underway.

Event description:
It was reported that during a biopsy procedure, the device allegedly self-activated. It was further reported that the needle bent during the procedure. There was no reported patient injury.